Event description:
Per pt: pt underwent open left inguinal hernia repair with mesh implant on (B) (6) 2005. Since that time, the pt reported she has been experiencing left groin pain, back pain and transient fevers. The pt has not received medical attention for these reported symptoms. The pt reported she does not have health insurance and requested upfront reimbursement for mesh explant procedure she would like to pursue.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.